Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the ER after receiving inappropriate shock. The patient did not experience any other symptoms. The device diagnosed svt and therapy was inappropriately delivered for vt. Programming changes were made.